Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot number was performed. There were no relevant complaints were found as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an during vitrectomy surgery, an ophthalmic laser probe failed to enter into the trocar. The surgery was completed with alternative product on the same day. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. However, a probe was returned for testing on this investigation. A probe was received for testing on this investigation. A visual assessment of the returned sample revealed damaged nitinol. A fit check was performed with a trocar and was unable to fit into the trocar due to the broken tip. The root cause of the reported event can be attributed to the damaged nitinol. However, as to how or when it became damaged remains inconclusive. The manufacturer internal reference number is: (B)(4).